Manufacturer narrative:
The tech could hear the relay energize on the sidecom board when nurse call was activated. The communication cable was not functioning. The communication cable was replaced by the tech to resolve the issue.

Event description:
The tech alleged the nurse call was not functioning. No pt impact.